Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument has been returned and evaluated by the failure analysis team. The medium-large clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a .026" offset at the tips. As a result, the clip could not be released by the grip tips after the clip test. Additionally, the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip-clip test was performed and failed. The clip successfully clipped onto the tubing multiple times during in-house testing, but one side of the grip tip was unable to release the clip. The severely bent grip tip observed likely caused the failed grip clip test.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument clips "are not aligned." The procedure was completed with no reported injury.